Manufacturer narrative:
The subject device remains implanted.

Event description:
It was reported that the subject coil was used during emergency embolism after pancreatectomy. Resistance was reported when advancing the subject coil through the microcatheter. The physician was able to place the subject coil in the target site and when tried to detach the coil using the detachment system after confirming the position of the marker, long beep continued, and the coil could not be detached. The physician tried to detach the coil 5 to 6 times; however; similar event occurred. The physician pulled the coil slowly but it detached inside the microcatheter. The delivery wire of the coil was removed, and the subject coil was pushed into the vessel using a guidewire. Other products were used to complete the procedure successfully. There was no patient injury due to this event.

Manufacturer narrative:
Due to the automated mes system there are controls in the manufacturing process to ensure the product met specifications upon release. Visual and functional testing could not be performed since the device was not returned for investigation. The reported event is covered in the device directions for use (dfu). As well, the risk of the reported event is documented in the risk documentation and there are current controls to mitigate the risk of the as reported event. Additional information provided by the customer indicated that continuous flush was maintained throughout the procedure. As per the complaint details, a non-stryker microcatheter was used which may have contributed to the failure. This however, cannot be confirmed. While there are a number of potential causes for the reported issue, because review and analysis of available information failed to identify a definitive cause, a cause of undeterminable was assigned to this complaint.

Event description:
It was reported that the subject coil was used during emergency embolism after pancreatectomy. Resistance was reported when advancing the subject coil through the microcatheter. The physician was able to place the subject coil in the target site and when tried to detach the coil using the detachment system after confirming the position of the marker, long beep continued, and the coil could not be detached. The physician tried to detach the coil 5 to 6 times; however; similar event occurred. The physician pulled the coil slowly but it detached inside the microcatheter. The delivery wire of the coil was removed, and the subject coil was pushed into the vessel using a guidewire. Other products were used to complete the procedure successfully. There was no patient injury due to this event.